Manufacturer narrative:
.

Event description:
It was reported that while performing a field action by a uhs service technician on the cs100 intra-aortic balloon pump (iabp), the battery run time failed and had an expired safety disk. Please note this is a cs100 that is in end of service support. Getinge will not be involved in the repair or preventive maintenance (pm) of this iabp unit. Customer has been notified of this issue. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that the cs100 iabp unit was found in a closet and was no longer being used. A getinge service representative from the sales department will be going to the site, and destroy the iabp unit in the field. The initial reporter named is a getinge designee who has different contact details from that of the event site, and has the following contact information: (B)(4).

Event description:
It was reported that while performing a field action by a uhs service technician on the cs100 intra-aortic balloon pump (iabp), the battery run time failed and had an expired safety disk. Please note this is a cs100 that is in end of service support. Getinge will not be involved in the repair or preventive maintenance (pm) of this iabp unit. Customer has been notified of this issue. There was no patient involvement, and there was no adverse event reported.